Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the recipient suddenly heard strange noise and crackling sounds with the implant. After a short time she was no longer able to hear with the device. Re-implantation was performed on (B)(6) 2018.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(4) 2018 the recipient suddenly heard a strange noise and crackling sounds with the implant. After a short time she was no longer able to hear with the device. There was no accident or trauma reported. Re-implantation was performed on (B)(4) 2018.